Manufacturer narrative:
The received device was evaluated and found the exposed portion of the soft cannula kinked and flattened. No other damages were found along the fluid path and fluid was seen exiting the distal tip of the cannula. There were no other damages or defects on the device that would create a failure to deliver insulin. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin.

Event description:
It was reported that the patient's blood glucose level reached 350 mg/dl, while wearing the pod between 4 and 24 hours on the hip/buttocks. Hyperglycemia treated by administering a pen injection and applying a new pod.

Manufacturer narrative:
Correction to h(3) - device evaluated by manufacturer? From blank to yes.